Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 429688, lead implanted: (B)(6) 2014. A 5076 lead implanted: (B)(6) 2001. Fr99525 tissue valve implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was found to have dislodged once, and was repositioned. The lv lead was later found to have dislodged a second time. Additionally, the atrial lead was found to exhibit undersensing in both unipolar and bipolar configurations. The atrial lead was capped and replaced, and the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.